Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.: note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: after deploying the mynx vascular closure device and the 30 seconds hold of the advancer tube there was oozing noted at the sheath site. Manual pressure was held, the balloon was deflated and manual pressure continued for 20 minutes. The total duration of the manual compression was for 30 minutes or less. The patient was not hospitalized. In doctor's opinion, the event caused by was caused by the mynx device/mynx procedure due to failure of the sealant to adhere to the wall. Procedure type: diagnostic coronary sheath size: 7f stick location: medium